Event description:
Customer reportedly received results of 379 mg/dl and 60 mg/dl within 10 minutes on the performa nano system. Low blood glucose symptoms were reported with these results. Customer's mother treated her with sugar; customer's condition improved. No adverse event related to the device was reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
The event occurred in (B)(6).